Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed, no difficulty was detected during the priming and no alarms were activated, also no air bubbles were found in any of the samples tested; thus the failure mode reported is not confirmed . No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during use of this smiths medical cadd administration sets, the pump exhibited sporadic air alarms. No adverse effects were reported.